Event description:
The manufacturer representative via healthcare professional reported an out of regulation error code (oor). It was noted the implantable neurostimulator (ins) was still on and functioning but output may be slightly lower than programmed. It was stated the patient also saw the call your doctor message on the patient programmer. They were currently being seen in the clinic. It was stated the patient didn't have access to change parameters. The manufacturer representative only knew that the patient had 1 anode and 1 cathode programmed. The patient stated they thought the ins had flipped in the pocket, and they were only getting intermittent stimulation. It was noted the programming mode was voltage. The manufacturer representative thought the patient was in cv mode but wasn't positive. It was also reported there were high impedances >4000 ohms with #0, but this wasn't programmed. It was stated they were checking impedance carefully along with checking the programming of the ins for high parameters, and doing an image of the system due to possible flipping of the ins.